Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultralink meter was failing control solution tests. The pt indicated that the alleged issue started three days prior to contact date, at 8:00am. The pt reported control solution reading of "50 and 215 mg/dl." The reported acceptable control solution range was "114-152 mg/dl." The pt claimed that he developed unspecified symptoms of hypoglycemia "a couple hours" after the alleged issue began, the pt claimed that his "blood sugar was low" at 10:00am that same day, the pt administered self-care by consuming more food/drink(s). It would have been helpful to know the following info: the pt's test frequency, his medication and diabetes management regimens, what actions the pt took before and after the symptoms developed, and if he tested his blood glucose before and after the symptoms started. In addition, it would have been helpful to know what the pt's last blood glucose result was prior to developing the symptoms, what date/time the last blood glucose result was obtained, what actions the pt took in response to the last blood glucose reading, and what time the symptoms developed. The pt did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed unspecified symptoms of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.